Event description:
Event description guidant received information that during a follow-up visit this device was noted to be reset mode. The device was successfully reprogrammed to nominal parameters. Guidant received additional information that the device was found to be in reset a second time, the device could not be interrogated and the parameters could not be reprogrammed. The patient had not been exposed to any medical therapy hazards. A hexadecimal memory dump was performed and reviewed by a product engineer. Following this, the engineer recommended a device replacement. The device was explanted and returned for analysis.